Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. Clarification to a2 date of birth: partial date of "1994". Patient's age at time of event determined based on partial dob and partial date of event (b3) clarification to b3 date of event: partial date of "2026" continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "pain and swelling in breast", "rupture" and "capsular contracture grade iii-IV". This record is for the right side. The device was explanted.